Event description:
Caller alleged discrepant results with inratio meter versus lab. Patient tested at 7:30am on inratio and was 4.5. At 2:00pm, the patient inr was tested at the lab and was 2.7.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: test: 1, inratio: 4.5, lab: 2.7, mean: 3.6, confidence limits: 2.2-5.3. The mean of the inratio meter and comparative system inr was calculated. The inr values are within the confidence limits for inr testing. These results are no considered discrepant within the context of the documented variability for inr testing. No product testing is required. Also, the time elapsed between readings exceeds three hours. If the time elapsed exceeds three hours there is a high possibility that the discrepancies are due to changes in the status of the patient. Meter was returned. Meter functional testing showed that the meter passed all testing criteria. Meter deficiency was not established. Meter memory record was reviewed. Patient's inr values are in wide range from 1.x to 5.x. Frequency of use are about 4 times per month in the later record. Caller did not provide the strip lot number at the time the complaint was reported but meter's memory indicated that the last strip lot used on the meter was 080525 (q192p). Replacement meter was sent to customer. No further action is required. No corrective action is required as no product deficiency was established. As of 05/20/2009, 18 discrepant results complaint was reported for lot #080525 yielding a complaint rate of 0.004%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted.